Event description:
It was reported that they opened the joint, cleaned out , washed out and changed poly.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device: not returned.

Manufacturer narrative:
The patient is (B)(6). An event regarding a non-specific revision involving a triathlon unicondylar tibial insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: not performed as no medical records were provided. -device history review: not performed as the provided lot code is not valid. -complaint history review: not performed as the provided lot code is not valid. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, such as operative reports, progress notes, x-rays and return of the device are needed to complete the investigation for determining a root cause.

Event description:
It was reported that they opened the joint, cleaned out , washed out and changed poly.